Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing and approximately two seconds of pacing inhibition. The noise was reproducible with pocket manipulations, but not isometrics. Additionally, rv pace impedance measurements fluctuated from the 500 ohms range to 900 ohms over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations, and chest x-rays were recommended as well. Subsequently, the rv lead was programmed to a split configuration (bipolar sensing and unipolar pacing) and the output was fixed to 4v@1ms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was explanted and replaced due to pericardial effusion. No additional adverse patient effects were reported. This pacemaker will not be returned as it was retained by the customer.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing and approximately two seconds of pacing inhibition. The noise was reproducible with pocket manipulations, but not isometrics. Additionally, rv pace impedance measurements fluctuated from the 500 ohms range to 900 ohms over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations, and chest x-rays were recommended as well. Subsequently, the rv lead was programmed to a split configuration (bipolar sensing and unipolar pacing) and the output was fixed to 4v@1ms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was explanted and replaced due to pericardial effusion. No additional adverse patient effects were reported. This pacemaker will not be returned as it was retained by the customer.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing and approximately two seconds of pacing inhibition. The noise was reproducible with pocket manipulations, but not isometrics. Additionally, rv pace impedance measurements fluctuated from the 500 ohms range to 900 ohms over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations, and chest x-rays were recommended as well. Subsequently, the rv lead was programmed to a split configuration (bipolar sensing and unipolar pacing) and the output was fixed to 4v@1ms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing and approximately two seconds of pacing inhibition. The noise was reproducible with pocket manipulations, but not isometrics. Additionally, rv pace impedance measurements fluctuated from the 500 ohms range to 900 ohms over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations, and chest x-rays were recommended as well. Subsequently, the rv lead was programmed to a split configuration (bipolar sensing and unipolar pacing) and the output was fixed to 4v@1ms. This pacemaker system remains in service. No adverse patient effects were reported.